Manufacturer narrative:
(B)(4). Date sent: 3/22/2021. Evaluation: the linx device was scanned using micro-focus x-ray computed tomography. The device was received in a discontinuous configuration and it appeared that one of the links was cut during the explant removal. Both ends of the discontinuous device were scanned. Visualization of the internal features was made using this technology. These CT scans produced a digital 3d volume reconstruction that could be analyzed non-destructively. The through hole and weld ball diameters on both sides of the cut link were measured. The first side of the affected washer through hole diameter was measured with computed tomography. This washer is within specification. The hole appeared to be round and concentric. The weld ball diameter was measured. This diameter is within specification. There is an interference of approximately .0045" between the washer through hole and the weld ball on the link. The second side of the affected washer through hole diameter was measured with computed tomography. This washer is within specification. The hole appeared to be round and concentric. The weld ball diameter was measured. This diameter is within specification. There is an interference of approximately .004" between the washer through hole and the weld ball on the link. An evaluation of the dimensions of the two beads adjacent to the separation in the link device was conducted using micro-focus CT. This evaluation showed that the diameter of the washer through hole on top and bottom beads and the weld balls on link to be within their respective dimensional specifications. Visual analysis was consistent with an explanted device. Overall review of device function and dimensions show no anomalies from a device that has been reasonably changed during the explant procedure. The link results were found to meet the applicable specifications and no non-conformances were observed in the device components. Overall, no analysis conclusions relevant to the patient experience were found. It could not be determined what may have caused the reported event.

Manufacturer narrative:
(B)(4). The DHR for lot 11973 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Op report implant (B)(6) 2016. Op report explant (B)(6) 2019. Explant path report (B)(6) 2019.

Event description:
It was reported, "a 15-bead linx was surgically implanted on (B)(6) 2016. This linx was subject to recall. Patient had the defective linx removed on (B)(6) 2019." Patient "experienced a severe recurrent of her gerd symptoms and undergo another invasive surgery to remove the defective linx. Additionally, patient "faces another invasive surgery to fix what she thought had been corrected by the linx."

Manufacturer narrative:
(B)(4). Additional information: CT image from 7/5/18 received. Ethicon medical safety officer has reviewed the imaging and it appears to illustrate at intact linx device.

Manufacturer narrative:
(B)(4). Date sent: 03/22/2021 h11: corrected data = d9 should have been classified as a correction on the previous report; (B)(4).